Event description:
It was reported that an ilet user's caregiver expressed concern that dinner insulin announcements seemed high, leading them to provide additional carbohydrates after dosing and to overtreat perceived low glucose with repeated fast-acting carbs, which resulted in prolonged hyperglycemia. Education on appropriate hypoglycemia treatment and consistency with meal announcements was provided, and the user chose to continue usual announcements so the system could relearn. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 68 mg/dl to 263 mg/dl. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem related to overtreating hypoglycemia, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.